Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding via a representative regarding a patient in (B)(6) who received morphine 15mg/ml at a dose of 3 mg/day. The patient's concomitant medications and medical history were not obtainable. It was reported that during normal use, event date reported as unknown and unavailable, the patient experienced withdrawal symptoms with report of an alarm for motor stop. Potential environmental, external, or patient factors that might have led or contributed to the event were reported as none. No diagnostic testing or troubleshooting occurred. The pump was explanted and replaced on (B)(6) 2016. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved. The product was expected to be returned.

Manufacturer narrative:
Analysis of the pump, model #8637-20 , serial #(B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing.

Manufacturer narrative:
Conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.